Event description:
This rv lead was implanted on (B)(6) 2017 and remains implanted at this time. A call was placed to technical services on 05/31/2018 stating that this lead was exhibiting jumpy impedance last month. And last week, there were greater variations in impedance with spikes approximately up to 1500 ohms. The physician was dr. (B)(6) at (B)(6) in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).